Event description:
It was reported that prior to the implant, upon opening the packaging, tear marks were observed on the insulation of the lead. The lead was not used with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device history record was reviewed and it did not contain any information related to the complaint.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device history record was reviewed and it did not contain any information related to the complaint. Evaluation summary; (B)(4) the full lead was returned, analyzed, and the outer insulation had a cosmetic cut. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that prior to the implant, upon opening the packaging, tear marks were observed on the insulation of the lead. The lead was not used with the patient. No patient complications have been reported as a result of this event.